Event description:
The MFR received info alleging a ventilator's power cord was burned. The device was not in pt use.

Manufacturer narrative:
The device was returned to the MFR for eval and the customer's complaint was confirmed. The power cord was physically damaged (appeared to have been cut) and had evidence of a thermal event. No electrical wires were exposed that would present a shock hazard. The device's power cord was replaced to address the issue. The device had no evidence of thermal damage to the enclosure. The device operated as designed.